Event description:
Meter name: ot ultra. Strip name: one touch. Meter code: unknown. Strip code: unknown.strip storage: unknown. Symptoms: none. A patient reported they were unable to test on their meter. Their meter allegedly would only prompt apply sample message. Their was no other tests or comparisons. Not treated.no further information has been reported.